Manufacturer narrative:
Due to lack of product identification ( no lot number in the report), tests cannot be performed either on archival sample or customer sample.

Event description:
Four patients contacted the nurse practitioner stating that pen needles were bending.